Event description:
The patient developed an infection after initial vns implant and the generator was replaced, this is reported in MFR. Report # 1644487-2020-01198. The replacement generator was then explanted due to the ongoing infection. Device history records were reviewed and the generator was confirmed to be sterilized and there were no nonconformities before distribution. No additional relevant information has been received to date.